Event description:
During a follow-up, several episodes in vf zone were observed. Noise was noted via review of the egm. The device exhibited high impedance and high capture threshold. The lead was inspected and normal testing was observed via psa. Connection anomaly was then suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported noise, increased capture threshold and increased lead impedance on the rv s/p channel was confirmed via review of the device diagnostic data. The anomaly could not be reproduced after the device was returned. The device's functionality was tested both manually on the bench and using our automated electrical testing system and was found normal.